Event description:
It was reported that during un-packaging of the 7.0x80x135 absolute pro self expanding stent system prior to use, the stent was observed to be partially deployed. Reportedly, there was no resistance noted during un-packaging. The device was not used and there was no patient involvement. Another stent was used successfully to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported premature deployment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.